Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had reduced battery life. Failed battery test was the only alarm showing in the alarm history. Blood glucose level at the time of the incident was 145 mg/dl. The insulin pump was replaced and customer agreed to return the device for analysis.